Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17736563m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant product: non-biosense webster inc. St. Jude medical agilis steerable sheath manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient, in her mid-30s, underwent an ablation procedure for ventricular tachycardia with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. At the end of ablation phase, a pericardial effusion was detected. Pericardiocentesis yielded an unspecified volume of fluid. Remainder of procedure was aborted. No further interventions were required. Patient required extended hospitalization as a result of the adverse event for monitoring. Patient fully recovered with no residual effects. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with a non-biosense webster, inc. Transseptal needle and a st. Jude medical agilis steerable sheath. Generator was set on temperature control mode. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, or anticoagulation during the procedure. Irrigated catheter flow was set on 30 ml/min during the procedure. There is no information regarding shaft proximity interference value. Thermocool® smart touch¿ bi-directional navigation catheter was not in close proximity to another catheter. Thermocool® smart touch¿ bi-directional navigation catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter.